Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device bearing was worn, the drive shaft was bent, the component was damaged and the cutter could not be inserted. The device also failed pretests for thimble set screw, cutter insertion and temperature. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device bearing was worn, the drive shaft was bent, was overheating, had component damage and the cutter could not be inserted. It was further determined that the device failed pretest for thimble set screw, cutter insertion and temperature. It was noted in the service order that the device does not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.